Event description:
Information was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. It was reported that the pt was transported to the hospital with a blood sugar of 396. She was treated with IV insulin and fluids. The reporter stated there is some physical damage to the device with visible breakage on the device housing. Additionally the pt had run out of her current insulin and had been using "old insulin". The device will be returned for evaluation, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon visual examination the pump was found to have physical damage. The device was found to have 1/2 inch chips of material that had been broken away and numerous cracks. This damage did result in the device's inability to operate properly. The device would go into an alarm condition to alert the user of an issue. On the date of the event the device did alarm 8 times, each time the user acknowledged and silenced the alarm. We were unable to determine when or how the device became damaged.